Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 700 mg/dl. The customer was currently in the intensive care unit with a blood glucose of 300 mg/dl and was transferred to the help line for assistance. No further information was provided.